Manufacturer narrative:
Concomitant medical products:0,I section d information references the main component of the system. Other relevant device(s) are: model #: hg- 16-62-28, lot # unknown, mfg date: unknown, expiry date: unknown medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in a patient for the endovascular treatment of a 80mm abdominal aortic aneurysm on (B)(6) 2013. The patient had previously undergone implantation of an aneurx stent graft system on an unknown date and the endoanchors were being implanted for the treatment of a type ia endoleak identified on a CT scan carried out on (B)(6) 2013. In addition, two non-mdt bare metal stents, a non-mdt aortic cuff and a three vessel fenestrated non-mdt stent graft were also implanted in the patient (only two vessels received fenestrated stents). Six endoanchors were successfully implanted it the patient from the aortic cuff to the aortic neck. The aortic diameter was reported to be 30mm at 1mm below the lowest renal and the aortic diameter at the distal end of the proximal neck was reported to be 30mm. The proximal aortic neck angle was reported to be 10 degrees. It was reported that on the date that the heli-fx endoanchors were implanted the patient suffered from trauma to adjacent structures, anemia, incisional pain, arrhythmia, hypotension, low urine output and respiratory failure. The following day ((B)(6) 2013) the patient experienced nausea, uncontrolled hypertension, pulmonary hypoxia. On the 31-jul-2013 the patient experienced worsening hypertension. It was reported the patient experienced a uti on (B)(6) 2013. All of these reported events were assessed as being related to the procedure and have all since resolved. No further relevant additional clinical sequalae were reported and the patient is fine.